Event description:
A surgeon reported that he was getting inconsistent results with his custom cases (some pt over-corrected, some under-corrected). A spreadsheet for 12 eyes was provided by the surgeon. Analysis indicates no decrease of bcva; several eyes showed a slight increase in astigmatism (.75 diopter or less). No other pt information was provided.